Event description:
It was reported to medtronic minimed that the customer stated the insulin pump stopped functioning due to high pressure in the catheter. The customer reported a blood glucose value of 367 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) unk_ngp, mmt-332a, and mmt-4227. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. No product return is required for unk_ngp, mmt-332a, and mmt-4227.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) h6 (added health effect - clinical code 1970 and it's related health effect - impact code 2199. Also, replaced health effect - impact code 4613 (related to manual insulin injection) with 4613 (insulin pump) for health effect - clinical code 1905) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer also witnessed nausea. The customer was treated with subcutaneous injections.